Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was not detected on the bus and could not be recovered, and a duplicate location was identified within the drawer. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 was not detected on the bus. A field service engineer (fse) reconnected all cables and connections to both the bus board and drawer board; however, no improvement was observed. Subsequently, the fse replaced both the bus board and the drawer board to resolve the issue and tested functionality. The system functioned as intended after the field service engineer repaired the device.